Event description:
No additional information received by customer.

Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h4 & h6. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the brownish residue is found at the distal end, likely dried residual blood, which is normal from device use. Two fingers were run down the entire length of the insertion tube portion sheath, and a small kink was observed in the sheath. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the injector and sheath set had no fluid coming out of the injection needle. The event occurred with the item was inside the patient, during an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.